Event description:
Stent was taken off its balloon, cut in half at the articulation point, remounted on the proximal platinum marker on the balloon. It was crimped in place by hand, placed back within the protective sleeve and then placed into position in the origin of the right coronary artery. When in proper position the balloon was inflated however it broke at 4 atmospheres failing to deploy the stent. Attempts were made to bring the stent and balloon back into the guiding catheter but this could not be accomplished. The guiding catheter and the balloon were then drawn back into the sheath & with increasing traction, the balloon ripped in half. The distal portion of the balloon with its attached platinum marker remained within the sheath presumably or at its end. The stent was not recovered.